Manufacturer narrative:
Result of the investigation: the customer sent photos but did not submit the lot number/physical sample for investigation.a physical sample is required as evidence to conduct a better investigation and determine the cause of the problem.as part of the investigation the device history record should be reviewed.however, we were unable to review the device history record since the lot number was not provided for the investigation.therefore, the defect reported by the customer was not confirmed.

Event description:
It was reported to vyaire medical that the 7772020lp package assembly, infant flow, lp came apart while connected to a patient. They had to change the whole set as a result. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - the sample has not been returned for evaluation. Therefore, no root cause determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.